Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 403:317:871:0000 , which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). The field corrective action number has been provided.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed and reproduced the reported condition of failure code 403:317:871:0000, however the condition could not be duplicated and the root cause could not be determined. No repairs were necessary to resolve the reported condition. A follow up report will be submitted if additional information becomes available.